Event description:
A lay reporter contacted lifescan (lfs) in 2005 alleging that her mother's meter had been displaying erratic readings. Medical afafairs spec. (Mas) spoke to the family member one day later and obtained/verified the following information: one day earlier in the morning, the family member tested the mother's blood glucose reading and received 190 mg/dl and retested due to the high reading and received a 111 mg/dl. The tests were performed within 10 minutes of each other. The lay user/pt did not experience any symptoms at the time of testing and took her set amount of lantus. Due to the erratic readings, the family member contacted the pt's physician. The pt was seen at the physician's office within an hour. She was tested on the physician's meter; however, family member does not recall reading. The physician changed pt's medication from lantus 1x a day to humalog 2x a day. The diabetes medication was changed due to her chemotherapy. The physician also requested to have the pt test from once a day to three times a day. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. The pt did not have control solution to check the test strip. Customer care agent (cca) sent the pt a replacement meter.